Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 378 mg/dl. The customer treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Troubleshooting found the insulin pump failed a high pressure test once, and a motor error alarm occurred after. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. Motor was tested outside of the unit and had fluctuation of current; intermittent motor error alarms during rewind due to fluctuation of motor current. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.